Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were acquired. There was no patient impact. The following information was provided by the initial reporter, translated from portugese to english: "error in some cells - positives, need to check log. 1. Is the customer alleging erroneous results (false positives)? Yes. A. What confirmatory testing (gram staining, manual sub-culture, molecular testing, etc.) Was performed that determined the results were erroneous?    Manual sub-culture b. Were any erroneous results reported to the healthcare provider by laboratory personnel? No"

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: customer reported "false positive" on "instrument top bactec fx" (catalog number: 441385 and serial number: (B)(6)). Field service engineer was dispatched, checked dc voltages from the power supply. It was identified that the equipment is exposed to a small current of air coming from the air conditioner installed above the equipment. Equipment was cleaned and relocated. Locks were replaced. Complaint is confirmed and root cause of false positives is not known. Review of device history record for instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were received in the form of log files, fixation of racks in drawer a was verified, general cleaning of the equipment was carried out, change rack was carried out on the racks in drawer a and the equipment was leveled as directed in the service manual. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were acquired. There was no patient impact. The following information was provided by the initial reporter, translated from portuguese to english: "error in some cells - positives, need to check log. 1. Is the customer alleging erroneous results (false positives)? Yes. A. What confirmatory testing (gram staining, manual sub-culture, molecular testing, etc.) Was performed that determined the results were erroneous?    Manual sub-culture. B. Were any erroneous results reported to the healthcare provider by laboratory personnel? No."